Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air. No medical intervention was required, and the patient is expected to fully recover.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038220243. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (facial paralysis) (hospitalization or prolonged hospitalization, imaging required). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (facial paralysis) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air. No medical intervention was required, and the patient is expected to fully recover. It was further reported a 27mm watchman flx pro closure device was implanted. There were no signs of intracardiac thrombus. The patient was on eliquis (5 mg) at the time of the stroke.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D1 brand name: updated. D4: lot number added.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air. No medical intervention was required, and the patient is expected to fully recover. It was further reported a 27mm watchman flx pro closure device was implanted. There were no signs of intracardiac thrombus. The patient was on eliquis (5mg) at the time of the stroke.